Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility via interaction with a carefusion clinical specialist, a carefusion sales rep and a carefusion tech support specialist. (B)(4) not inclining during test. Carefusion has made arrangements with the user facility to have a carefusion field service rep come on site and evaluate the device. Once the eval of the device is complete, carefusion will submit a f/u medwatch report. At present, carefusion considers this to be an isolated incident.

Event description:
The following descriptions of the event were copied from e-mails from a carefusion clinical specialist, carefusion sales rep and documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "A child fell on the treadmill, tech switched it off with emergency red button, they said they lost all the egg. I can't see how this could happen. This is an incident and they are having meeting about it. Any idea?" "The child fell on his own, and then they hit the emergency stop button. It is possible that things weren't shut down correctly." "What happened was that the child coded on the treadmill and ended up in the ICU. This child did not recover. When he began to fall and arrest, the tech hit the red emergency shut off button on the treadmill. The cardiosoft program had a message that said the test ended and there was no data for them to review to see the rhythm the child was in afterwards. They were able to interrogate his pacemaker to find out what happened and this was lucky. They are writing up an incident report and having a medical review of this because they feel that they could be held liable if they can't prove that they were testing a pt safely due to lost data." "[Name removed] provided below info: it was not a child. It was an adult who fell off the tm [treadmill]. Pt had a history of heart condition. Pt expired a couple of days later in ICU. [Name removed] couldn't remember what actually happened during the incident since it was very hectic situation. She remembers using emergency button to stop the test, but couldn't remember if she has saved the full disclosure or not. She did print out the test result during the course of the test. Pt had a pacemaker and they were able to interrogate the pacemaker to retrieve the pt's heart condition. Since pt expired, she was not able to provide any more info. I did ask if the tm [treadmill] had anything to do with the pt's fall and she said "no, it was his heart condition". However, [name removed] explained that they are still having the same issue with tm [treadmill] not inclining during the test unless it is reset by either hard reset (turn off/on or use emergency sw). As long as she resets the tm [treadmill] before each test, everything is fine. Informed [name removed] that I will further research with full vision for correction. She appreciated the f/u and asked for my full name and contact info. I provided my contact info. Will research further for the tm [treadmill] correction with full vision and will get back to (B)(6) and/or possible dispatch svc call if part needs replacement."